Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review could not be performed as the lot number was unknown.

Event description:
It was reported that the epidural filter became disconnected during the 2nd stage of labour despite being wrapped in clear film to keep together. It was escalated to anesthetists when boluses stopped working. The event occurred in the maternity. There was no patient harm.